Event description:
Needed surgical procedure, life-threatening potential, required emergency surgical procedure done as outpatient. On (B)(6) 2023. (B)(6) mic-key g tube due to be changed. Feeding port still working but (B)(6) due for routine g tube change. Luer slip syringe was attached to the balloon valve but no return of water occurred when I aspirated nor could l insert any water in this port. The port was clean with no debris in it. I tried for hours without success. Per product manual (page 13) used the end of large paper clip to try and depress the valve/release the water without success. I called my gastroenterology colleague. She understood this was an urgent situation as (B)(6) is g tube dependent for seizure medications/fluids etc. She arranged an urgent endoscopy egd to be done this week. This was urgent since if the feeding port quit working (B)(6) would have no access to necessary medications/fluids/nutrition and then it would be an emergency. On (B)(6) 2023 (B)(6) went to (B)(6) in (B)(6). She underwent upper gi endoscopy surgical procedure for retained mic-key g tube removal by dr. (B)(6) md.outpatient procedure. As a physician for 38 years I have changed hundreds g tubes over the years-both professionally and personally. (B)(6) (my daughter) has had mic-key tubes for 25 years without a balloon problem before (B)(6) 2022 (changing 3- 4 times a year).this is the second time in one year that (B)(6) needed endoscopically g tube removal due to undeflatable balloon. I am concerned about a manufacturing defect since the balloon would not deflate and the emergency decompression with a paper clip did not work. I discussed with dr (B)(6) and the anesthesiologist that I would be reporting this to the FDA medwatch. I am reporting this now as second incidence of same problem. Concern is for manufacturing defect of the product. Reference report: mw5117371.